Manufacturer narrative:
The service engineer evaluated the ventilator and verified the reported event. The ventilator was reset by the service engineer. After the reset, the ventilator performed as expected. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient the ht70 ventilator alarms didn't sound, the screen didn't respond and the silence reset button on the upper membrane didn't react. Although the ventilator did not stop ventilation, the patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.

Manufacturer narrative:
Device evaluation summary: although the service personnel evaluated the ventilator and could not duplicate the reported event, the single board computer (sbc) printed circuit board (pcb) was replaced as a precaution. The sbc pcb was returned to medtronic for further analysis. The part was installed to the failure investigation test ventilator and it successfully ran at the incoming settings for 24 hours. The screen lock activated after starting ventilation, and the screen still responded to touch. The device was rebooted, and a high priority and low priority alarm was induced. The device was able to alarm as normal, and the led lit. The silence reset button also behaved as normal. No fault was found on the return component. The investigation found the device to function normally. No new formal investigation is required, the event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.